Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during post implant device check, the implantable cardiac monitor exhibited t-wave oversensing. The device was reprogrammed, resolving the issue. The patient¿s condition was fine prior, during, and post event.